Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 2 "globs of white foreign matter found on needle prior to injection with a bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needle." The following information was provided by the initial reporter: consumer found "2 globs of white stuff about halfway up the shaft of the needle" prior to injection into vial. He is a home user, his wife usually gives injections."

Event description:
It was reported that there were 2 "globs of white foreign matter found on needle prior to injection with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: consumer found "2 globs of white stuff about halfway up the shaft of the needle" prior to injection into vial. He is a home user, his wife usually gives injections.

Manufacturer narrative:
Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.